Manufacturer narrative:
Additional information: on 10/8/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. Device investigation summary: during analysis of the sample was noted a crease and shell abrasion were observed on the posterior view. Within the crease, a rupture was noted in the posterior and extending to the anterior view, measuring approximately 8.4 cm. And within shell abrasion, an area of missing material measuring approximately 2.5 cm x 2.3 cm was discovered on the anterior and extending to the posterior view. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by continuous and sustained stresses to the device. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced rupture on the left side post-operatively. As a result, the patient underwent device removal and replacement with 465cc mentor memorygel breast implants, catalog number shpx465, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.